Manufacturer narrative:
Product analysis: the programmer was confirmed to start up to a hardware error. The issue was attributed to a broken link electronic module (lem) spacer. The lem spacer was replaced. The touchscreen was found to be out of calibration. The touchscreen connection was cleaned and re-seated, its parameters reset, and it was calibrated. The device passed electrical safety, functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code, indicating a hardware issue. The programmer was returned for service. There was no patient involvement.